Event description:
The customer called in about some meter readings that she had received. While troubleshooting, she performed some normal control tests and received results of 53 and 45 mg/dl. The normal control range was 98-136 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for evaluation, and replacement products will be sent.